Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed that there was no record of the reported issue. Functional testing was unable to replicate the reported issue. The root cause could not be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D4 and g4 510k are unknown. No product information has been provided. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an error message and the power cannot be turned off. There was no patient involvement.